Manufacturer narrative:
Additional information: x-ray image review: x-ray review: "pre-op and post-op x-rays from c3-7 anterior cervical discectomy and fusion revised to c3-t1 fusion with c6-7 corpectomy and posterior instrumentation show fracture of the translational plate. This can happen with sudden/exaggerated cervical extension despite the presence of posterior instrumentation. All hardware appears appropriately placed. Significant deformity correction has occurred possible adding some "pre-stress" to the construct." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the implanted plate broke. No patient complications were reported as a result of this event.the patient does not really want to have any further surgery.